Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. If implanted; the intraocular lens was removed and replaced during the same procedure. The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic of model ar40e sensar monofocal iol (intraocular lens) stuck on the posterior surface of optic and did not unfold after inserting in patient's posterior chamber. The doctor attempted several times to unfold the haptic, but lens haptic remains unfolded. As a result, lens was removed and replaced during the same procedure. Incision enlargement was also required during the removal process. No additional information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. There was no discrepancy and/or deviation found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in the complaint system revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.